Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the motor stall was suspected to be MRI but it was not documented.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine 15 mg/ml at 5.1 mg/day, bupivacaine 2 mg/ml at 0.68 mg/day and clonidine 50 mcg/ml at 17.001 mcg/day via an implantable pump for non-malignant pain. It was reported upon interrogation it was noted that a pump motor stall had occurred on (B)(6) 2016 at 14:00 and the stall recovered on (B)(6) 2016 at 15:59. The event resulted in an unscheduled clinic office visit. No intervention/action was taken and no symptoms were reported. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to device codes: code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.